Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for urinary dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that device was not working and they did not have their remote on the day of this call. It had not worked for years. They did not have any other information on the event. No patient symptoms or harm were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.